Event description:
It was reported that during an lavh procedure, they received the "reposition jaws on tissue" message several times and they also reported smelling a burnt plastic like smell. Because of this, the decision to not use the device was made. Another device was not used to complete the procedure, as they went to a clamp, cut and tie method. There were no adverse consequences for the patient reported. One device will be returning.

Manufacturer narrative:
(B)(4). Ptc the device was received in good condition. The ptc was loose on the convex proximal side and was oxidized. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete) it is possible that going over hard or tough tissue or going over clips/staples could have caused the damage to the ptc; or caused by over-use of the device the "reposition and reactivate" or "replace instrument" screens were not displayed during any functional testing. It is possible that the damaged ptc caused the "reposition jaws and reactivate" and "replace instrument" alert messages to display.